Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
A patient reported the following: the patient had pins implanted in 2012. 3 pin were implanted and right away one broke on the patient's right foot. The second toe has half the implant, the third toe from the big toe is the worst case where the toe is to the side and the patient can feel "something" and it hurts. The patient cannot wear close toed shoes anymore. She had x-rays taken and it shows that the toe turning to the side and the implant being straight the patient feels a lot of discomfort. The fourth toe from the big toe seems to be progressing in the same way as the third toe. A second procedure was conducted where half a pin was taken out and the toe was made shorter in 2012, this happened a couple of months after the first procedure. The pain did not persist after this procedure patient just has a shorter toe (next to the big toe). The third toe has a bump where the implant is and it hurts is the toe that patient is facing issues with currently. This issue started in 2021, the issue with the toe turning was a slow gradual process. Patient has a new doctor who does not know how to take this pin out. The original surgeon has retired.